Event description:
It was reported that the patient presented in clinic for a follow up. Interrogation indicated their right ventricular (rv) lead had both high pacing and high defibrillation impedance. Fluoroscopy was performed which showed the lead had externalized conductors. The lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.